Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the introducer sheath was ovalized approximately 7.0 cm from the distal tip, and the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that a strong resistance was felt while resheathing the coil into the introducer sheath. Evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage typically occurs if the device was improperly handled during use. If the rotating hemostasis valve (rhv) was overtightened on the introducer sheath, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils and a px slim delivery microcatheter. During the procedure, the physician was unable to retract the pod4 coil into the introducer sheath upon removal from the slim microcatheter. The pod4 was not used and the procedure continued using a new pod4 coil and the same slim microcatheter. There was no report of an adverse effect on the patient.